Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had blood at site and a large differences with his sensor glucose and blood glucose. Customer states he only calibrates twice a day. Advise customer about calibration technique and when not to calibrate. No further information provided.